Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a hematoma on the ICD pocket extending to the left upper arm was reported. No actions were taken. Should additional information become available this fill will be updated.